Event description:
It was reported that the procedure was being performed on a male pt. The catheter was placed into the pts left subclavian and he was sent to the post anesthesia care unit. At which time ,the nurse thought the catheter was oozing at the insertion site and then realized there was blood running down the pts arm. Upon examination, she noticed the catheter was leaking where the juncture hub attached to the catheter. As a result, the catheter was exchanged for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pts outcome was good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.